Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system displayed a filament regulator error message. No patient injury was reported.